Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a wire of the fenestrated bipolar forceps (fbf) was damaged. The customer replaced the fbf instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and found no issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting fbf instrument conductor wire damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) receive the da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Thermal damaged was observed near the conductor wire-yaw pulley entry. The root cause was attributed to a component failure. Additionally, visual inspection revealed the instrument had thermal damage to the distal clevis. The root cause of this failure is attributed to mishandling or misuse. Both failures are related. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken conductor wire is attributed to device design that is susceptible to damage through external collisions, during use, or during reprocessing. Additionally, the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that the instrument had conductor wire damage and thermal damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.